Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. There was moisture observed in the battery compartment. A leak test was performed and battery compartment leaks were found. The pump was opened and moisture was found on the printed circuit board and on the force sensor plate. Unrelated to this issue, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed moisture in the battery compartment. In addition there was moisture found on the printed circuit board and on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/29/2016.